Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would freeze during testing and had a black error screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment that the programmer would freeze during testing and had a black error screen. Found errors in the log file. Kernel board connection was not fully seated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.